Event description:
It was reported that the patient received an inappropriate shock for supraventricular tachycardia as the device did not withhold therapy. The device was noted to be near elective replacement interval and the plan is to replace the device with a device with enhanced withholding algorithm. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).